Event description:
The event involved a ndehp pe-lined plumset-sl. The customer reported air in a whole section of the tubing under the ntg set drip chamber when the long and short connectors of chemotherapy connected to the bottom of the ntg set (with an IV infusion bag, and the air vent was not opened). There was no patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.